Manufacturer narrative:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2016, revised and replaced on (B)(6) 2021 due to tubing issues. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing and the cylinder 2 exhaust tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation in the longer pump exhaust tubing and cylinder 2 exhaust tubing. Separations of these types may then allow the loss of fluid, rendering the device inoperable. Based on the information received, it could not be determined if one or all sites were the cause for the reported failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, old device had tubing issues. Saved reservoir. Explanted components to be returned. Revised and replaced. Additional information received on 02/04/2021 per the territory manager: tried to implant 18 cm standard no go used old reservoir. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.